Event description:
On (B)(6) 2010, the pt underwent the surgery with the g3 trochanteric nail. After two weeks the surgeon confirmed by x-ray that the end cap was loosing. The end cap was revised on (B)(6) 2010.

Manufacturer narrative:
Na